Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: on investigation, the alleged short battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box data found no evidence of short battery life. One replace battery warning and multiple motor rewind error warnings were found five days before the complaint date. Using the return caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. Electrical current draws were within specifications. Pump casing was opened and evidence of moisture intrusion was found on the printed circuit board. Unrelated to the complaint, battery compartment crack was found on the side in the threads area.